Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of fluid leak and mechanical issues are not confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual analysis of the device identified a leak in cylinder 1, in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Visual examination also identified that cylinder 2 had a large tear in the outer tube attributed to wear at fold in proximal cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test.both cylinders had wear at fold in cylinder body. Visual analysis of the pump identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Functional testing showed the cylinders performed within specifications. No functional testing was performed on the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly. He underwent a surgical procedure two weeks later, in which all his ipp components were explanted and replaced. Upon explant, is was noticed that there was a saline leak in the system, due to a rupture in one of the cylinders. The cause of the rupture was not elucidated in detail in the hospital. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient presented to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly. He underwent a surgical procedure two weeks later, in which all his ipp components were explanted and replaced. Upon explant, is was noticed that there was a saline leak in the system, due to a rupture in one of the cylinders. The cause of the rupture was not elucidated in detail in the hospital. After the procedure, the patient improved and remains stable.